Event description:
There was an allegation of a questionable creatinine plus ver.2 result from the cobas c 503 analytical unit for one patient. The initial result was 251 mol/l, and the repeat result was 63.1 mol/l. The initial result was significantly higher than expected and was repeated. The questionable result was not released outside of the laboratory.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.